Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient received a "pod shutdown advisory alarm" and deactivated the pod while at work. The patient was unable to activate a new pod or administer a backup method for insulin delivery because they were at work. The patient's blood glucose (bg) levels elevated and blood pressure levels rose. Patient was without insulin for approximately 2 to 3 hours. Upon arriving home, patient experienced chest pain described as a burning sensation radiating to the neck. Patient activated a new pod and administered a correction bolus. Bg levels remained high at 20.6 mmol/l (370.8 mg/dl). The chest pain worsened and the patient was unable to eat. An ambulance was called and the paramedics performed an electrocardiogram and recorded a blood pressure of 179/126 mmhg and bg levels dropped to 16 mmol/l (288 mg/dl). The patient was transported to (B)(6). Patient was admitted for monitoring and underwent hourly electrocardiogram and blood pressure checks, while taking their own blood pressure medication (ramipril). The patient was discharged the following day on (B)(6) 2025 around 10:30 a.m. ¿11:00 a.m. With instructions to follow up weekly with their general practitioner for blood pressure review, which led to the patient's blood pressure medication being changed from ramipril to losartan by their general practitioner. The pod was discarded by the patient.